Event description:
It was reported that patient underwent a procedure utilizing a composite plate on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 to remove the plate due to non-union. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
This follow-up report is being filed to relay additional information (lot number), which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of device found evidence that plate fractured due to overload. There are warnings in the package insert that state that this type of event can occur: under adverse events, it states, "the following are the most frequent adverse events after fixation with orthopaedic screws, plates, intramedullary nails, compression hip screws, pins and wires: loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures".